Manufacturer narrative:
The on-site inspection reveals the lift was equipped with a hanger bar that was not provided by bhm medical. Further information will be provided upon manufacturer's investigation.

Event description:
While the resident was transferred with an ergolift, the spreader bar got detached from the lift. She did not sustain any injuries.